Manufacturer narrative:
Integra has completed their internal investigation on 29 oct 2016. The product was not returned for evaluation. The lot number was not provided nor was product sent in for inspection. The most likely work order number could be (B)(4): device history record reviewed for this product ID work order# (B)(4) manufactured on december 23, 2010 show no abnormalities related to the reported failure. The (B)(4) devices manufactured under this work order passed all required inspection points with no associated mrrs, variances or rework. No service history is on file for this device. No manufacturing or design related trend has been identified. Conclusion: in summary - the device was not released for evaluation therefore the root cause to the end users experience could not be determined. It appears that this case per the details provided on this case could be related to use error.

Event description:
On (B)(6) 2016, the a3059 mayfield composite series skull clamp was being used on a patient when the patient's head began slipping out of it. The patient was in the prone position. The patient sustained a laceration on the face, stopping very close to the eye. It was not certain if the skull pin on the rocker arm or if the single pin on the 80lb torque knob that caused the laceration. The ils sales specialist asked what number was the pressure gauge when the incident happened, however, no one knew. There was a delay in surgery due to the product problem but the amount of time was unknown. Additional information has been requested.